Event description:
Customer reportedly received results of 3.5 mmol/l and 5.7 mmol/l within 10 minutes on the mobile system. The customer took unspecified insulin based on the device result of 5.7 mmol/l. Approximately one hour later, the customer reported hypoglycemic symptoms while swimming at the pool. He was helped out of the water and tested 2.7 mmol/l. The customer was treated with "glucoside" and his result went up to 5.1 mmol/l. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.